Manufacturer narrative:
The exact date of the event is unknown, event occurred in 2014. Explant date: 2014.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.